Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a aqcartridge-fp and noticed that a part of the optic was missing during insertion. The surgeon removed the lens with no patient injury and put in a back up lens. Patient's current prognosis is 20/25, 20/20 intermediate and j5 near.